Event description:
Attempted to deploy essure on right side, but device failed to deploy. Part of guidewire broke loose, and was retrieved with grasper. Moved to left side, device would not advance. Procedure aborted and lap tubal done instead.